Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain. The surgeon noted during the revision surgery that there was massive and extensive corrosion at the trunnion/ball junction.